Event description:
It was reported that the caregiver observed insulin leakage from an ilet cartridge (lot 30442) and the patient experienced hyperglycemia with a blood glucose of 383 mg/dl; the caregiver administered 15 units of insulin via syringe, confirmed negative ketones, and followed cartridge replacement steps including rewinding and proper connector placement. Symptoms included hyperglycemia without ketosis. Outcomes included temporary interruption of pump therapy and corrective insulin administration by injection. Investigation included remote troubleshooting and user technique review for cartridge filling, installation, and reconnection timing. Investigation of this case revealed a suspected leaking cartridge consistent with a cartridge or fluid path integrity issue; user technique was reviewed and confirmed, and no pump alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the cartridge or associated fluid path.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.